Manufacturer narrative:
Investigation summary: the customer reported the feed set is leaking formula from the spike or connection end while running. There was no injury/harm reported. A device history record (DHR) review was unable to be performed as the lot number reported was unknown. Two (2) used samples were returned for evaluation. Visual inspection and functional tested performed did not confirm the report of leak. Both samples returned functioned per specification and no fault was found. Additional actions will not be taken at this time as testing found no device failures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feed set is leaking formula from the spike connection end while running. There was no harm to the patient.